Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Study source - (B)(6). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017 as part of the (B)(6) clinical study. On (B)(6) 2017 the patient was admitted to the hospital for the bt procedure. On (B)(6) 2017 the patient underwent the first bronchial thermoplasty treatment performed in the right lower lobe of the lungs. No issues were noted with the device. According to the complainant, following the procedure, the patient developed pneumonia requiring prolonged hospitalization. From (B)(6) 2017 the patient was administered sulbactam sodium for treatment (1.5 g or 3.0 g). From (B)(6) 2017 the patient was administered levofloxacin for treatment (500 mg/day). On (B)(6) 2017 the pneumonia had resolved and the patient was discharged from the hospital.